Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined cabinet was not synced to medbank myqlink (mql). A technical support specialist restarted application service provider synchronization (asp) sync and confirmed that there were no pending records left to sync. Tss restarted the cabinet then user was able to request the validation code successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, user was unable to request a validation code, the button was not appearing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.